Event description:
Event description guidant received information from a patient that this transvenous defibrillation lead was explanted due to an unspecified product performance issue during a device replacement procedure.